Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. There was a power on reset (por). The rep performed a physician on reset and a trickle charge. There will be a possible battery replacement. They are checking compatibility with a different device. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-may-07 indicating that the patient has not yet had their battery replaced. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep. It was reported that the ins had gone into overdischarge due to the patient being ill and not charging. The por that resulted from the overdischarge was cleared. Post-overdischarge, the ins would not hold a charge for too long, so it was decided to replace the ins with a newer ins model. No further complications were reported or anticipated.